Manufacturer narrative:
Corrected information can be found.

Manufacturer narrative:
Approximate age of device - 5 years, 1 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that upon system controller history interrogation low flows error messages were found and determined to be due to a gastrointestinal bleed. On (B)(6) 2018, two hemoclips were placed during a colonoscopy and the bleeding resolved. The patient continued on coumadin and aspirin. No additional information was provided.

Manufacturer narrative:
A correlation between the reported gi bleed and the device cannot be conclusively determined. The patient presented with a gastrointestinal bleed. A colonoscopy was performed and 2 hemoclips were placed at the site of a previously diagnosed ischemia. The bleeding resolved and the patient was continued on coumadin and aspirin. The patient remains ongoing on vad support. No product available for investigation.